Event description:
During a procedure a hole at 3-cm from the edge of the subject device was noticed. The physician believes that the subject device was punctured by the guidewire used during the procedure. The pt was reported in good condition.